Event description:
It was reported that the device had outer case misaligned. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation executive summary field technician stated issue of misaligned outer case was confirmed. Received on 22-jan-2025, pcu device was received unboxed and with paperwork. External inspection revealed a misaligned rear case. Internal inspection revealed a damaged rear case and a misaligned lcd gasket. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the rear case and reseat the lcd gasket. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.